Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was receiving an error message on the patient controller. Reportedly, the patient¿s ipg failed to establish communication with external devices and was deemed inoperable. Surgical intervention is pending to address the issue.